Event description:
During laparoscopic hysterectomy, the harmonic scalpel handpiece being used was suddenly missing the tiny white, plastic piece located on the inside of the jaws. Plastic piece believed to be left in pt and unable to be found.